Event description:
The reporting surgeon provided add'l info indicating the position of the intraocular lens (iol) in the capsular bag may be variable in myopic eye and cause the estimates to be difficult to assess pre-operatively. The surgeon also indicated that he did not believe that the iol malfunctioned.

Event description:
A patient reports they feel they got the wrong size intraocular lens (iol). No informaiton provided on the date of the surgery. Additional information has been requested.